Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and observed that the device had a damaged therapy connector and had logged an event code which is indicative of a lock up condition. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for service. Upon inspection, a third party service agent observed that the device had a damaged therapy connector and had logged an event code which is indicative of a blank screen or lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
No lock up condition was observed during evaluation. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for service. Upon inspection, a third party service agent observed that the device had a damaged therapy connector and had logged an event code which is indicative of a blank screen or lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.